Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s first implant was programmed well and they went from urinating 125 times a day to 12 times maximum per day. It was noted the patient never felt stimulation sensation. It was stated the patient got into an accident and their lead broke. It was noted this happened quite a while ago and as a result their device was replaced with a smaller unit and the lead was repaired.

Event description:
It was later reported the patient¿s device was heaven and lasted seven years but the patient had an accident which tore the lead and damaged the implantable neurostimulator (ins). It was noted it was not explanted due to normal battery depletion.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: 2004-(B)(6), explanted: 2007-(B)(6), product type extension product ID 3095-10, serial# (B)(4), implanted: 2004-(B)(6), explanted: 2007-(B)(6), product type extension product ID 3889-28, lot# j0454413v, implanted: 2004-(B)(6), explanted: 2009-(B)(6), product type lead product ID 3889-28, lot# j0454413v, implanted: 2004-(B)(6), explanted: 2009-(B)(6), product type lead. (B)(4).